Event description:
It was reported to philips that the ups (uninterruptible power supply) in the m-cabinet was defective, it displayed a battery error. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was not in clinical use at the time of the reported event. The reported problem had no impact on the system because it was operating on normal main power. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. The fse found the ups battery to be defective. The ups was bypassed to regain functionality of the system. After that, the system was returned to use in good working order. To date, no recurrence of this issue has been reported by the customer. The codes were updated based on the investigation outcome.